Event description:
It was reported that this lead exhibited a rise in pace impedance measurements and high capture thresholds resulting in loss of capture approximately two weeks post implant. Subsequently, a revision procedure was performed, and this lead was successfully explanted and replaced without incident. Besides intervention, there were no adverse patient effects reported. The lead is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities - except typical induced damage associated with surgery. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead exhibited a rise in pace impedance measurements and high capture thresholds resulting in loss of capture approximately two weeks post implant. Subsequently, a revision procedure was performed, and this lead was successfully explanted and replaced without incident. Besides intervention, there were no adverse patient effects reported.